Manufacturer narrative:
To resolve the issue, they were provided with the part number for the replacement hard drives to perform an on-site repair. No patient harm was reported.

Event description:
The biomedical engineer reported that the central nurse's station (cns) spontaneously shut down due to a dual hard drive failure.

Event description:
The biomedical engineer reported that the central nurse's station (cns) spontaneously shut down due to a dual hard drive failure.

Manufacturer narrative:
Details of complaint: on (B)(6) 2018 customer biomed reported two issues 1) cns device was losing connection to the usb mouse and 2) cns device was randomly alarmed and shut down, then went into blue screen. After doing a reboot, the system started back up. Customer biomed was to perform diagnosis of the hard drive as instructed by nk tech support. Service requested: troubleshooting. Service performed: troubleshooting as below: I [nk tech support] provided instructions on how he can check if the hard drives are failing and provided next steps for 2 different scenarios. 1st scenario: both hard drives have failed, john would need to purchase 2 hard drives (p/n 9000006111a) and have it configured by nk before being sent out. 2nd scenario: 1 hard drive has failed, john would need to purchase a blank hard drive (p/n 9000006111a) and re image the hard drive off of the good hard drive on the unit. Investigation result: 1) cns-6201 operator's manual, revision a, stated the supported mouse is connected through a ps/2 mouse connector. In this instance, customer used an unsupported usb-type mouse. Thus, the functionality of the mouse is not guaranteed. 2) device's service history shows customer again reported the blue screen issue on (B)(6) 2018 under ticket (B)(4). Under this new ticket, customer verified that the hard drives were in good status. On (B)(6) 2018, customer responded through email stating the issue was resolved by rebooting the device and requested ticket (B)(4) to be closed. Details on the incident were not provided. Cns-6201 service manual revision g states that regular inspection every six months should be conducted. In particular, internal sensor and hard drive condition should be checked through procedures outlined on section 5.11 of the service manual. This inspection would show the critical hardware information which would prompt user to perform needed maintenance. In this case, device has a built-in raid setup that would allow user to replace one of the two mirrored hard drives, preventing both hard drive failures. Additionally, device will give an error message when hard disk drive error is detected, prompting user to replace hard disk drive: "hdd [port x] error" where x is either 0 or 1. Due to insufficient information regarding the service and maintenance of the device, the root cause of hard drive failure could not be determined. Hard drive is a replaceable component. Service history for this device shows hard drive failure has not re-occurred. Investigation conclusion. Due to insufficient information regarding the service and maintenance of the device, the root cause of hard drive failure could not be determined. Hard drive is a replaceable component. Service history for this device shows hard drive failure has not re-occurred. Additional information: b4. Date of this report; f6. Date user facility/importer became aware of the event; f7. Type of report; f11. Date report sent to FDA; f13. Date report sent to manufacturer; g4. Date received by manufacturer; g7. Type of report; h2. If follow-up, what type?; additional information; h6. Event problem and evaluation codes; h10. Additional manufacturer narrative.